Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented at a routine clinical follow-up. Upon interrogation, the pacemaker was found in backup vvi and was a result of code corruption. The device was to be changed out in a future date. The patient was stable.

Manufacturer narrative:
The device was received with no output, and with severe damage to the device can. The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was a por due to battery voltage fluctuation. The device was cut open to perform additional analysis. Due to the severe external damage to the device can, further analysis could not be performed. Longevity assessment was performed, and the device exceeded the projected longevity.

Event description:
New information noted that the pacemaker was explanted. Patient was stable post procedure.